Event description:
Customer reportedly received result of 401 mg/dl and 175 mg/dl within 10 minutes on the advantage system. No symptoms reported with these results. No action taken based on device results. The customer did not provide the location where the discrepant results were obtained. No adverse event reported. No quality controls were used. Requested return of suspect device and replacement was sent.